Event description:
The pump was returned for investigation. Investigation revealed multiple cracks at the top of the battery compartment. There was corrosion observed in the battery compartment and on the battery cap. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: evaluation revealed that the battery compartment had multiple cracks at the top of the compartment. There was evidence of corrosion observed in the battery compartment and on the battery cap. During testing, the pump failed the leak test. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).